Event description:
Stent was deployed in the right (r)sfa, superficial femoral artery. Upon retrieving the stent delivery system the stent tore. Most of the stent was removed safely, but a small portion of the stent was left.